Event description:
Facility alleges hemolysis during treatment. Rn reports pts were hospitalized post treatment with diagnosis of hemolysis. Only common factor was dialyzer, among several incidents of hemolysis.